Event description:
It was reported that following a percutaneous transluminal coronary angioplasty (ptca), an angio-seal was deployed and hemostasis was achieved. The pt was doing fine for eight days. On the ninth day, the pt reported to the hospital with leg pain. The surgeon found part of the anchor and thrombosis in the popliteal artery. The pt was reported in good condition.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.